Event description:
Caller reported blood glucose results of 21 mg/dl, 105 mg/dl, and 118 mg/dl within 10 minutes on the compact plus system. Reported another same comparison of 21 mg/dl and 87 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 21 mg/dl, 105 mg/dl, and 118 mg/dl within 10 minutes on the compact plus system. Reported another comparison of 21 mg/dl and 87 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.